Manufacturer narrative:
The device history record for the reported lot number, m7235t308, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 8030647-2018-00221 for the first event. Refer to 8030647-2018-00223 for the third event. It was reported that the flex connector was loose and came off during use. The suction catheter was replaced immediately for a new device. There was no patient injury.